Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-jan-2021. The most recent information was received on 28-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), migraine ("migraine") and arthralgia ("joint pain: knees, wrists, shoulders, neck, back"). At the time of the report, the abdominal pain lower, migraine and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and migraine with essure. The reporter commented: deterioration of her health for several years following the insertion of the essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), migraine ("migraine") and arthralgia ("joint pain: knees, wrists, shoulders, neck, back"). At the time of the report, the abdominal pain lower, migraine and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and migraine with essure. The reporter commented: deterioration of her health for several years following the insertion of the essure implants. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.